Event description:
Per the death certificate: the pt experienced a cva within one week of implantation and infection of the prosthetic mitral valve, and pt expired on 1/27/2000. The pt also had pneumonia at this time. No autopsy was performed. Rts-180 was explanted at this time.